Manufacturer narrative:
The event unit was returned for evaluation. Upon inspection, engineering was unable to actuate the device. The unit was disassembled for further evaluation. A significant amount of tissue debris was found within the shaft of the device. The root cause of the customer's experience of incorrect clip firing is likely the tissue debris found within the shaft. This excessive amount of debris would increase the amount of friction between internal components of the device leading to incorrect clip firing. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy- "after ligating the cystic artery with the ca500, the surgeon began ligating vessels to prevent any unintentional bleeding. Approximately 11 clips were fired correctly and successfully on the cystic artery and several vessels. While firing the 12th and subsequent clips, they began dispensing sideways. Approximately 3-4 clips were fired sideways before the surgeon asked for a different clip applier. Patient status- "unknown".